Event description:
Boston scientific received information that during a device replacement procedure of another manufacturer's device, the terminal pin of this implantable right atrial (ra) lead became separated from the insulation. A boston scientific technical service consultant recommended the lead be replaced. The lead was surgically abandoned and a new ra lead succesfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.